Manufacturer narrative:
Other relevant device(s) are: product ID: 9733571, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the cable was broken and the plug was bent. Replacing the cable resolved the issue. The cable was returned for analysis. Analysis of the cable found the connector was damaged and slightly out of round causing fit issues with the mating connection. A continuity test revealed an open from pin 10 of the hd26 connector to pin 16 of the fischer connector. \if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor cable was broken. No patient was present at the time of the event.